Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned at the laa, however no back bleed from the was observed. The physician aspirated the was and thrombus was observed in the syringe. The was then allowed to back bleed and additional thrombus was removed from the was. The was allowed to back bleed until it was free of thrombus. No thrombus was ever identified inside the patient's anatomy. The versacross wire was then reinserted, and the was removed and replaced with a new was to complete the case. The patient remained stable throughout.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned at the laa, however no back bleed from the (was) was observed. The physician aspirated the was and thrombus was observed in the syringe. The (was) was then allowed to back bleed and additional thrombus was removed from the (was). The (was) was allowed to back bleed until it was free of thrombus. No thrombus was ever identified inside the patient's anatomy. The versacross wire was then reinserted, and the (was) was removed and replaced with a new (was) to complete the case. The patient remained stable throughout.